Event description:
Baxter reported a leak was observed between a pt adapter of a minicap transfer set and a titanium adapter after 30 days of use. No pt injury or medical intervention was reported as a result of the incident per affiliate.